Event description:
On (B)(6) 2012, it was reported that the patient had his vns explanted in 2004 and due to the amount of lead that was left on the nerve, the patient has been having some issues with his voice for around five years. The patient did not appear to have any voice issue when speaking. Surgeon contact information was requested to see if the patient could possibly have the rest of the lead removed. It was clarified that the voice issue was vocal cord paralysis. The patient was reported to have seen various specialists who attribute the paralysis to the residual lead left in place after explant.

Event description:
Although surgery to explant the remaining lead is likely, it has not occurred to date.

Manufacturer narrative:
.